Manufacturer narrative:
The event occurred in (B)(6). Pt age: an exact date of birth or the patient's actual age was not provided.

Event description:
Caller states the patient tested 6.6 inr on the coaguchek xs plus system while a comparison lab returned as 4.9 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.